Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone.

Manufacturer narrative:
The caller has declined returning the device for evaluation. Mfg facility has initiated a corrective and preventive action associated with the customer reported failure. If the device is returned for investigation, results of the investigation will be provided in a supplemental report.